Manufacturer narrative:
Batch review performed on 18 september 2018. Lot 135015: 14 items manufactured and released on 15 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
About 3 years and 9 months after primary the surgeon revised the patient for stem loosening. The surgery was completed successfully.